Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured low power hazard and power cable disconnect alarms activating at 3:51:35 on (B)(6) 2025 which progresses to a no external power alarm by 3:51:39. The alarms clear by 3:51:58 when external power is restored to the system. This event was associated with a loss of external power to the mpu. During this time, the backup battery functioned as intended and supported the system without issue or interruption. There were no other notable alarms captured on the reported event date. Pump appeared to function as intended. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Serial number was not provided, a DHR review was not performed. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that, log files were submitted for review. The log file appeared to capture on (B)(6) 2025 some no external power events occurred while the patient was using a mobile power unit (mpu). It was the result of the mpu losing power. Otherwise, the event log file captured routine events, there were no adverse alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.